Event description:
It was reported to philips that the flexvision screen stopped displaying during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision control pc and reinstalled the software, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).